Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Their blood glucose was 400 mg/dl. They are taking steroids and are wondering if they are causing her blood glucose to rise. She declined troubleshooting for high blood glucose. She spoke to her nurse and was advised to run a temp basal. The insulin pump is not being returned for analysis.